Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine 1.499mg/day 25mg/ml drug via an implantable pump. It was reported that the physician was not able to aspirate catheter when replacing the pump. This happened before disconnecting old pump and then connecting new pump and still not able to aspirate. There were no known environmental/external/patient factors that may have led or contributed to the issue. The catheter was replaced and was able to aspirate easily. The old catheter was discarded. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic. No symptom was reported.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2018. Explanted: (B)(6) 2025. Product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 05-sep-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.